Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge dropped to 0 units then went back up to 100 units. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed that the pump unexpectedly reset. A cartridge was then loaded back onto the pump and insulin was resumed.